Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The chair underwent functional testing and operated according to product specifications. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A4: weight: the patient weighed approximately 300 pounds. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The patient underwent a shoulder scope with rotator cuff and biceps tenodesis procedure wherein arthrex beach chair broke, and the patient fell. The procedure was completed and the nurse ¿transitioned the bed from the beach chair position to flat so the patient could be transferred¿. The patient was in a reclined position (with legs still strapped) and was being moved to supine position to be extubated when the beach chair clamps allegedly disengaged from the operating table while lowering and the patient fell to the floor. The patient was still intubated when the fall occurred. Additional anesthesia was administered while staff determined how to get the patient off the floor and on to the bed, ensuring the patient eventually woke up from anesthesia. No further information was available at the time of this report.